Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8781 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (1750 mcg/ml) via an implantable pump. It was reported that the patient was having withdrawal and underdose symptoms. No external factors were involved. The catheter tip placement was found to have moved down in position relative to where it was placed before in surgery. The physician was concerned about the catheter tip migrating even further down, so they did a catheter revision surgery and moved it more upward. The issue was resolved.